Manufacturer narrative:
A hardware issue can be excluded since the values are reproducible while comparing values obtained from the same tube type. A reagent issue can be excluded since qc and calibration were inconspicuous. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The crep2 reagents lot number is 747665, and the expiration date was 31-jul-2024. The cobas 6000 c501 module (cobas 2) serial number was 16s4-10. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine (crep2) assay results for two patient samples tested on a cobas 6000 c501 module (cobas 1) when compared to results obtained on the cobas 6000 c501 module (cobas 2). Patient 01 initial result, tested on cobas 1, was 58.9 mg/l. The repeat result, tested on cobas 2, was 40.4 mg/l. The repeat result, tested on cobas 1, was 42.0 mg/dl. Patient 02 initial result, tested on cobas 1, was 35.8 mg/l. The repeat results, tested on cobas 2, were 32.1 mg/l and 31.0 mg/dl. The repeat result, tested on cobas 1, was 26.1 mg/dl.

Manufacturer narrative:
D10 has been updated. The investigation is ongoing.